Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the guidewire and tap were removed from the patient but remained stuck together. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.